Manufacturer narrative:
The report of a driveline power fault alarms was not confirmed during the evaluation of the returned modular cable. The returned modular cable passed testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any issues being reproduced. The modular cable was also tested alongside the returned system controller and the system functioned as intended, without any issues. The returned modular cable was found to function as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 day. The modular cable was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the pump implant procedure, upon initiation of the pump, a driveline power fault occurred. The patient was put back on cardiopulmonary bypass for a couple of minutes to change the modular portion of the driveline. The system controller was changed as well as a precaution. No moisture or bent pins noted upon removal from the sterile field. Once the modular portion was changed out, the alarm resolved. The patient was asymptomatic.